Manufacturer narrative:
Additional information: b5, g3, h2, h3, h11.

Event description:
During an atrial fibrillation procedure, there was a blood leak noted at the valve of the introducer. The procedure was completed without replacing the introducer and there were no adverse patient consequences.

Event description:
During a procedure, there was a blood leak noted at the valve of the introducer.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.